Manufacturer narrative:
An incorrect printed expiration date was reported. To support the investigation, one photograph was submitted for evaluation by the quality team. The image shows a shelf box label displaying a manufacturing date of 20240703, and an expiration date of 20240630. This condition may have occurred if the shelf box label printer was adjusted during batch setup. A device history record review was completed for material number 306594, lot 4177024. The review did not identify any quality issues during production that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections were performed in accordance with specification requirements. Associates were informed of this event. Based on the investigation and the photographic evidence, the customer reported symptom is confirmed.

Event description:
Prior to product use, it was discovered that the printed expiration date was incorrect.